Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer and tower door failure frequently. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes section d unique identifier (UDI), medical device model, brand name, medical device catalog, medical device serial, concomitant med prod data, section b describe event or problem, section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 8 failed multiple times. A field service engineer found tower door 8 clicked 3 times and displayed failed to open error. Further, the engineer applied carbon grease to micro switches and secured the connections and successfully completed hardware test to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer and tower door failure frequently. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.